Event description:
It was reported that the insulin pump alarmed no delivery multiple times. It was also stated that the screen would freeze, and the buttons would not allow the customer to move forward. In addition, it was stated that the customer could not hear the driver moving forward when attempting to bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.